Manufacturer narrative:
H.6. Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd was not provided with photos or samples for catalog 305894 lot 1811008 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause.

Event description:
It was reported that bd¿ needle eclipse smartslip hub is perforated and allowed blood to leak. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: the hub of the needle is perforated and there were a blood leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle eclipse smartslip hub is perforated and allowed blood to leak. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: the hub of the needle is perforated and there were a blood leakage.